Event description:
Device 2 of 5. Reference MFR report: 1627487-2011-10160. Reference MFR report: 1627487-2011-10162. Reference MFR report: 1627487-2011-10163. Reference MFR report: 1627487-2011-10164. The pt received the scs system on (B)(6) 2011 consisting of an ipg, 4 leads (3 same lot, 1 different lot), 2 lead extensions (same lot) and 2 lead anchors (same lot). It was reported the pt observed seepage from the ipg incision. The physician was concerned about infection and removed the entire scs system. A culture of the ipg site was taken. The physician reported that he does not believe the infection is device related. The MFR has attempted to obtain culture results and a status update regarding pt condition; however, no further info is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records review were found to meet specification and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.